Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed an internal pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor failed an internal pulse test. The cause for the pulse test failure was isolated to intermittent contact between the monitor c/a and defibrillator boards at connectors j1002aa and j1003aa. The root cause for the intermittent contact between the boards could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.